Event description:
User received discrepant hb results as part of testing for hba1c. The sample initially reported a1c=0.291 g/dl and hb as 8.83 g/dl. The a1c portion was accompanied by a data flag which alerted the user that the result was invalid and the sample should be repeated. A % hba1c could not be calculated on the analyzer, but was reported as <0.8% by the user's laboratory information system. The laboratory information system is set up to report samples with a1c portions below the measuring range as <0.8%. The sample was repeated and recovered a1c=0.392 g/dl, hb=11.50 g/dl, and %hba1c=5.3%. The sample was repeated a third time giving a1c=0.229 g/dl, hb=8.56 g/dl. A % hba1c could not be calculated since the a1c portion was accompanied by a date flag which alerted the user that the result was invalid, and the sample should be repeated. The discrepant results were reported and no information was provided to determine if the pt was treated adversely. If additional information is received, appropriate notification will be provided.